Event description:
It was reported that buretrol was found without the protective cap on the needle point of a buretrol IV solution administration set before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation. However, a photograph of the device was received and evaluated. Visual inspection of the photograph revealed that the protective cap was missing. The cause of the condition was not determined. To address this issue, awareness training was provided to appropriate personnel. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.